Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating that a product problem occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine cut through the bloodline tubing during a patient¿s treatment which resulted in an unknown amount of blood loss. There were air detector alarms that went off during the treatment; however, the staff could not determine what was causing them. No blood was seen leaking externally from the blood pump assembly. When the bloodlines were removed at the end of the treatment, a small tear was noticed on the tubing where blood was confirmed to be seeping through. Upon evaluating the machine, the biomed discovered that one of the white caps/sleeves on the blood pump rotor was missing. No further details could be provided, but it was confirmed there was no serious injury or harm to the patient, and no medical intervention was required. The blood pump rotor was reportedly sent back for evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine cut through the bloodline tubing during a patient¿s treatment which resulted in an unknown amount of blood loss. There were air detector alarms that went off during the treatment; however, the staff could not determine what was causing them. No blood was seen leaking externally from the blood pump assembly. When the bloodlines were removed at the end of the treatment, a small tear was noticed on the tubing where blood was confirmed to be seeping through. Upon evaluating the machine, the biomed discovered that one of the white caps/sleeves on the blood pump rotor was missing. No further details could be provided, but it was confirmed there was no serious injury or harm to the patient, and no medical intervention was required. The blood pump rotor was reportedly sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.